Event description:
It was reported that the micro sagittal saw overheated during a procedure. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon eval, it was discovered that various internal components were damaged and/or worn.